Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and was hospitalized for the event. The cause was unknown. The patient was treated with ceftazidime (intraperitoneally, 1 gram, once a day) and vancomycin (intraperitoneally, 1 gram, once a day). Antibiotic treatment and pd therapy were ongoing. The patient outcome was unknown. Additional information is not available.

Manufacturer narrative:
Upon follow up it was reported the same day as the event onset of the peritonitis, the patient began the antibiotics (previously reported). At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal pd4 2.5% therapy was specified as dianeal pd4 2.5% ultrabag therapy. Should additional relevant information become available, a supplemental report will be submitted.